Event description:
It was reported that customer experienced intermittent, on-going elevated blood glucose (bg) levels; although specific value was not provided. During troubleshooting with tandem technical support, the customer reported that they were on their way to urgent care to address their elevated bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was able to be provided.